Manufacturer narrative:
Insulin pump was received with an intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 236 mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.